Manufacturer narrative:
D1: brand name corrected. D4: UDI and catalog number corrected. Device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported events of a replace controller alarm due to a backup battery fault and power cable disconnect alarms were confirmed via the submitted log files. A review of the submitted log file spanned approximately 5 days ((B)(6) 2023 per time stamp). On (B)(6) 2023 from 14:59:48 ¿ 17:47:34 while connected to batteries, there were power cable faults on the black power cable not associated with a power source exchange. The power cable disconnect alarm activated with these events as well. The alarm cleared after switching power sources. The alarm did not affect the controller's ability to operate the pump at the set speed. On (B)(6) 2023 from 21:59:11 ¿ 22:27:25, there was a replace controller alarm that was accompanied by a yellow wrench advisory due to a backup battery test circuit fault. The alarm resolved on its own. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The system controller was not returned for analysis. The provided information stated that the vad coordinator had the patient do a self-test while on the mobile power unit (mpu) and the alarm cleared. The cause of the controller fault and power cable disconnects were not identified and there have been no additional alarms. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported alarm cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault and power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: serial number was not provided but will be requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a controller fault alarm starting around 10:00 pm on (B)(6) 2023. The patient had the alarms on batteries and their mobile power unit (mpu). The ventricular assist device (vad) coordinator had the patient do a self-test while on mpu and the alarm cleared. The patient has not had any recurrence of the alarm. Log files were submitted for review. Log files captured power cable disconnect alarms on (B)(6) 2023 at 9:59 pm through 10:27 pm while tethered on mpu and batteries. It appeared that the alarms resolved on (B)(6) 2023 at ~10:28 pm.